Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report#: 3006705815-2018-00578. During the procedure, pus was found to be draining from the ipg site when the pocket was surgically opened. The doctor decided to explant and replace the patient's ipg. Cultures were taken and came back negative or infection. The patient's issue resolved over time.